Event description:
On (B)(6) 2014 information was received from the patient indicating that they were still having concerns with their device or therapy, but they were working with the doctor or representative. The patient had a pump refill coming up in july.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that at times, when they got out of bed, their left leg and groin were numb. They felt like they were getting more medication than they should at times, and they felt like they were getting a bolus when they did not request one. They reported they "feel like hell."

Manufacturer narrative:
(B)(4).

Event description:
On 2015-02-03 information was received from the patient indicating that, for no reason, their left leg would all of a sudden go numb. They also reported that when they got up from a nap "or anything" their left leg felt number, and sometimes in the middle of the day this also happened. It was reportedly very random, and there was no schedule to it. They stated they could not walk when their left leg was numb, and they were in pain. The medicines had not been changed much, and they had been pretty consistent. The patient was not sure if the pump or personal therapy manager (ptm) was the issue. They tried to change the medicines and try other things, and they considered performing a dye study three to four months prior to this report, but the dye study was cancelled. An MRI was performed, and everything looked like it was in place. The pump volume was reviewed at their refill, and it was as expected. These issues began not too long after they were implanted in (B)(6) 2013. The patient stated they had tried a range of different medicines. They stated that they had put clonidine in the pump, but it dropped the patient's blood pressure so they changed it. They put fentanyl in the pump, but it made the patient sick. They changed the medications to bupivacaine and dilaudid. The patient stated the medications did not explain the inconsistency of the numbness, with it being in one leg and not both legs. The patient's ptm was replaced, but they still had numbness of the left leg with the new ptm. It was better than it was before with the old ptm. There were reportedly no falls or traumas. The patient had a follow-up appointment on (B)(6) 2015.

Event description:
It was reported that the patient¿s medication had been changed in the past. Per the reporter, approximately one and a half months ago, the patient was noticing especially when waking up in the morning that their legs were numb and they could not walk. The reporter stated ¿sometime activate without using the bolus¿, and they clarified they meant the numbness would come without a reason. The patient went to their health care provider (hcp) on monday and reported being told that their new medication (¿bupifican¿) was too strong and they reduced it, and that the problem was greater than before. The patient¿s medication was reportedly reduced on the date of the report as well and that it was worse; the patient could not go to work on the date of the report, and could not walk. It was noted when the patient awoke on the date of the report, their left leg, hip and penis were numb, and had to use a cane; then the patient took a nap and afterward, their left leg was numb also. The reporter noted being told that maybe their catheter moved a little bit. It was noted the patient was so numb they could not walk. The reporter thought something was not working correctly and seemed broken. The patient was feeling overdose symptoms without the bolus. The patient felt like they were getting a bolus that was ¿intensify and desensation or pain and feeling and leg is numb and hard to move it¿. The reporter stated their medication may have been changed. The pump was being used to deliver bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).